Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that they had breakthrough pain that started 3 years prior to the report. It was reported that it had been getting worse in the past 2 years. The patient met with a manufacturer representative (rep) where the rep told them that the leads had moved and stimulation was not reaching the area of pain. The patient wanted to try to have programming adjusted to see if stimulation could be effective again. It was reported that the change in therapy/symptoms were gradual. The manufacturer representative reported that the stimulation helped the patient for the first year then their relief began to wane. They had felt the stimulation in the area of pain but gradually had to turn up their amplitude for any kind of relief. The implantable neurostimulator was found to be in an overdischarge state as the patient hadn't turned on their stimulation for at least six weeks. It was reported that the rep was not privy to any information in regards to the lead movement. The rep reported that they were unable to troubleshoot due to overdischarge. The rep anticipates to meet with the patient upon return of the patient from their travels. The healthcare professional (hcp) reported that the patient's stimulator was not working. The patient did not believe that the stimulator was working for more than two years. The patient did not experience any significant breakthrough pain for a long time and accordingly saw no reason to maintain charge. The patient reported that they do not know if they will be able to achieve effective therapy but have an upcoming appointment. Relevant medical history includes failed back surgery syndrome and post lumbar laminectomy syndrome. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.